Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. It is likely that the balloon interacted with the calcified patient anatomy upon advancement, causing resistance. Furthermore, an interaction with the calcified anatomy during the inflation attempt would have resulted in damage (scratch) to the balloon and subsequent rupture as a result. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Reportedly, resistance was noted with the calcified anatomy when advancing a 2.0x60mm fox sv catheter. The balloon ruptured after initial pressure was applied. The procedure was successfully completed with an unknown device. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.